Event description:
An impella cp device was inserted via the right femoral artery in a (B)(6) female patient presenting for high-risk percutaneous coronary intervention. The patient had a history of prior coronary artery bypass grafting and coronary artery disease. During device preparation, audible alarms from the automated impella controller were distorted, and the console displayed active purge-related alarms. The purge cassette was replaced, but the issues persisted. The clinical team elected to switch to a different console, after which the alarms resolved and the device functioned normally. The reported events are a priming issue, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to hemodynamic instability associated with the temporary interruption of hemodynamic support during device removal; however, the removal and device exchange were completed without consequence to the patient, and no known adverse events were reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer, h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The caused by compromised components of the purge system due to its contamination from prior purge fluid leak, or a defective purge cassette. Due to inability to reproduce, the exact root cause could not be established. Reportedly distorted alarm sound could not be confirmed or reproduced during testing, and its exact root cause could not be established.

Manufacturer narrative:
D4 UDI was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
D4 updated. The investigation is still ongoing.

Manufacturer narrative:
B1 was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event.

Manufacturer narrative:
A4: added patient's weight. D4: updated the serial number and UDI. H6: added code a1601.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.